Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08730 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. A review of the pump history file reveals on (B)(6) 2025 at 16:20 there was a pump error 18 (main or motor virtual watchdog) alarm and a pump error 4 (main processor communication) alarm generated. Pump error 18 was generated since one of the main mcu tasks ( cannot be identified since the detail traces did not cover the case) did not respond within 2 min -suspecting the hw. Pump error 4 was the consequence of the pe18 and was expected. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. Pump error 18 and pump error 4 alarms are confirmed, fault isolated to the hardware. The pump history file lists 168 boluses on the event date, 3/14/2025. Please see below for the first 10 boluses listed on the event date, 3/14/2025: (B)(6) 202500:03:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 202500:08:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). (B)(6) 202500:13:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). (B)(6) 202500:18:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 202500:33:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 202500:38:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). (B)(6) 202500:43:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u). (B)(6) 202500:58:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u). (B)(6) 202501:03:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). (B)(6) 202501:08:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). There were no auto suspend events on the event date, 3/14/2025. There were no user suspend events on the event date, 3/14/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 4 (the motor arm cannot communicate with the main arm), the pump error 18 (one of the tasks has not responded for a specified time. The alarm saves information to indicate if motor or main virtual watchdog failed). The customer alleged that the insulin pump was possible over delivery. The customer reported a blood glucose value of 64 mg/dl. The customer reported hypoglycemia treated with glucose. The event involved product(s) mmt-1884, mmt-399a, mmt-7040ma, mmt-332a. Troubleshooting was performed for the low blood glucose and the customer was able to upload to carelink. Troubleshooting was performed for the pump error alarms and the customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed a self-test. The customer is not using the quick bolus speed feature on an impacted pump. The customer has been using the insulin pump system within 48hours of the reported low blood glucose event. The customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer response was the device would be returned. Mmt-399a was requested and the customer response was the device will be returned. No product return is required for mmt-7040ma. Mmt-332a was requested and the customer response was the device would be returned.